Manufacturer narrative:
O2 gas path test passed the test but the life block was defective due to multiple sensor failures. The root cause of the event was attributed to a defective life block and customer was requested to replace the life block.

Manufacturer narrative:
Device evaluated by MFR: logs show that alarms 388 and 379 (no o2 dosing possible) have been showing up multiple times from (B)(6) 2018. The circuit test performed also failed. Tech support advised customer to perform gas path test, zero calibration and pressure gain calibration. If any of these tests fail, customer was advised to perform inspiration block tightness checks and capture service screen #2. Tech suspects high pressure regulator failure or other sensor failure. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported for no o2 dosing possible alarm while using the bellavista 1000. The patient involved is necessary to placed to another ventilator yet no patient harm or injury is reported.